Event description:
It was reported that a cartridge change error occurred. Reportedly, the customer performed load process but no cartridge was loaded in the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, a cartridge was loaded and customer successfully resumed insulin therapy.